Manufacturer narrative:
This report is submitted on 21 february 2020.

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the device was explanted (date not reported).